Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experienced loss of sound. Programming adjustments were made, however, the issue did not resolve. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken electrode wires near the fantail. A small dent was also noted on the bottom cover. The photographic imaging inspection confirmed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis indicated that all damaged electrode wires may have been caused by tensile breaks. The photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.